Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure of a 23 mm sapien 3 valve in the aortic position, the delivery system balloon ruptured at the end of inflation. Valve position and functioning were assessed and found optimal. There was no paravalvular leak or aortic insufficiency. There were no consequence for the patient and the outcome was successful. The rupture is perceived to have been caused by the patient¿s stj calcification.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards for evaluation. Visual and dimensional analysis was conducted. Visual inspection revealed a kink on the balloon shaft distal to strain relief due to packaging and a radial and longitudinal burst. No missing pieces were observed. No other visual abnormalities noted on device. No functional testing was able to be performed due to the condition of the returned device (balloon burst). During dimensional analysis, single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification. The measurements met specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report the rupture was caused by stj calcium. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for the month of october 2016 revealed that the occurrence rate did not exceed the control limits for the failure mode, therefore, no preventative or corrective action is required at this time.